Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4568-53 lead, implanted (B)(6) 1999; e2dr01aa ipg, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead has chronically low bipolar pacing impedance. At the time of a generator change, the new device was programmed to a unipolar mode and the lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.